Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-apr-2025, an ilet user experienced a low blood glucose (bg) event overnight after consuming six glucose gummies before bed. The user's bg went high to 200 mg/dl, then dropped to 39 mg/dl. User lost consciousness and required emergency assistance; wife called 911. Ems treated the low with sugar and glucose tablets. User was not hospitalized and recovered shortly after. The user was advised to avoid excessive glucose intake at night.